Event description:
In 2002, the end-user called medtronic minimed and stated that there was a small hole in the soft cannula about 1/16 of an inch from where the cannula enters into the hub. The following month, maersk medical a/s received the complaint and 1 used cannula part.